Event description:
On 09/13/2024 a beta bionics clinical diabetes specialist (cds) was made aware that an ilet user experienced a high blood glucose (bg) event resulting in hospitalization. The event occurred on 09/08/2024. On (B)(6) 2024, the user was admitted to the hospital due to improper insertion of their infusion set, which resulted in high blood glucose (bg) levels. The user reported that during their last insertion, they did not get the plastic piece to cock back and manually pushed the infusion set into their skin, potentially causing the cannula to bend. The user was using the convatec inset (23", 6mm) teflon infusion set. After being hospitalized, where they received an insulin drip and manual injections, the user was released on (B)(6) 2024. At the time of the call on (B)(6) 2024, the user had successfully learned the proper insertion technique for the convatec inset (23", 6mm) teflon infusion set, with a bg of 140 mg/dl. The user experienced dizziness during their hospitalization. Their highest recorded bg level during this event was 978 mg/dl, and they tested for moderate ketones.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hyperglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values when it was able. The ilet was appropriately triggering device and cgm glucose alerts. Pause insulin requests were logged and reminders to resume insulin were annunciated, however requests to resume insulin were not made for several hours. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hyperglycemic event was likely caused by a failed infusion set or some other failure along the fluid pathway resulting in insufficient insulin delivery. Pausing insulin for an extended period of time likely contributed to the severity of the event.